Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 00434901813, humeral stem 18 mm stem, lot # 63102455. Catalog #: 47430902501, pin 2.5 mm diameter, lot # 64525873. Catalog #: 00436202000, base plate uncemented, lot # 64475667. Catalog #: 0104223036, anatomical shoulder reverse, lot # 2985531. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01637.

Event description:
It was reported that a patient underwent an initial total shoulder procedure approximately two (2) and a half years ago. Subsequently, the patient underwent a revision due to wear about two (2) months ago (covered under a different complaint). Then underwent a 2nd revision a week ago due to poly disassociating from stem from picking up the dog.